Event description:
Report received of an inability to administer emergency medications through the clave valve. The paramedic reported that the patient was in pre-hospital cardiac arrest for a prolonged period of time. The tubing set was primed with normal saline, connected to the patient, and the infusion was started without problem. It was reported that when the distal clave port of the tubing set was accessed to deliver an unspecified dose of epinephrine, the medication could not be delivered due to the clave port being "blocked". No visible defects were noted in the clave port. The tubing set was immediately changed out and the epinephrine was delivered through the clave valve on the replacement set without further difficulty. The patient later expired. The paramedic stated that they did not feel that the delay in treatment contributed to the patient's death due to the patient's poor prognosis. Though requested, no additional information was available.